Manufacturer narrative:
The biomedical engineer customer reported replacement of the flow sensor assembly resolved all issues on the device. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator would not stay in standby mode. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse advise replacement of the flow sensor assembly. Investigation is ongoing.